Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the unexpected restart error test, self test, displacement test, rewind, basic occlusion test, prime test, excessive no delivery test, and the dat test. However, received motor error alarm during the occlusion test due to faulty force sensor resistor (gold). The motor was tested outside the device and passed the motor test. Pump received with minor scratched lcd window and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump that the drive or motor anomaly. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.